Manufacturer narrative:
This lead is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead dislodged, and was located in the coronary sinus. This was confirmed on x-ray. A revision procedure was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection revealed that the lead tip appeared intact and undamaged. The dislodgement allegation was not confirmed, based on product analysis was insufficient to verify dislodgement, no issue was noted with the lead and tip. There was no evidence of abnormal damage found.

Event description:
It was reported that this left ventricular (lv) lead dislodged, and was located in the coronary sinus. This was confirmed on x-ray. A revision procedure was performed to explant and replace this lead. No additional adverse patient effects were reported.